Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's stimulator had not worked since it was put in on (B)(6) 2017, it was confirmed patient was referring to her current ins. It was reported the patient's battery was replaced 2 years ago and the stimulator still never worked. Patient stated she never had the ins looked at or tested besides the battery replacement. Patient stated the ins was placed high on the upper right spine, near scapula. Patient stated her previous ins worked well. Patient stated she did not think her current ins was ever turned on. Patient also noted that she felt tingling in her right leg and that was when she knew the device was working. No allegation with the sensation she was currently feeling/describing. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that everything was okay. No further complications were r eported.